Manufacturer narrative:
The manufacturer received the devices, investigation is ongoing. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as the result of the investigation has been made available, the missing product details will be completed and an updated report will be submitted. Zimmer's reference number of this file is (B)(4). Under investigation.

Event description:
It was reported that the patient was implanted an unknown revitan distal hip on (B)(6) 2013. The patient was revised on (B)(6) 2015 due to infection.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00008-1). All the information captured as per 0009613350-2016-00008-1 including g4(date received by manufacturer) except b4. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. According to retrieval information, competitor screw were combined with zimmer products, this combination was not approved by zimmer. No trend identified. The x-ray follow-up shows that during the first year in vivo the bony situation changed so that around the proximal part of the revitan stem a radiolucent line developed. The latter progressed until the revision due to infection had to be performed after 2 years and 4 months. It is unknown at what point in time the infection started to develop. On the anchoring surface of the revitan stem remains of bone can be seen at the distal end of the distal part. This could indicate that only in this limited area bone ongrowth could occur. On the connection pin two areas with surface changes are visible. According to the assumed orientation of the parts these are located on the lateral side; one at the distal end of the taper area and one at the proximal end of the pressed-in area. Macroscopically, the appearance of these areas points to corrosion and fretting. The microscopic inspection with the sem revealed, however, an etched appearance bringing to light the microstructure of the material. The reason for this is completely unknown. It could be hypothesized that the infection could have had an influence on this. Conspicuous features e.g. Signs indicating cracks could not be detected on the connection pin in the pressed-in area. There were no conspicuous features found on the rest of the received parts. Due to the steam sterilization (peformed at hospital prior to sending to zimmer biomet) the polyethylene insert is not anymore in its original condition and was therefore not further investigated. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to infection.